Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01047. 0001822565 - 2020 - 01048.

Event description:
It was reported that patient is experiencing pain, elevated cobalt levels, chronic toxic encephalopathy, and ambulation difficulties approximately 10 year post implantation and underwent a revision surgery approximately 1 year later. During the procedure, corrosion, slight metallosis, osteolysis and tissue damage were noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.